Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that within 8 minutes, she obtained blood glucose readings of 442 mg/dl on a contour next ez meter and 122 mg/dl on a non-ascensia meter. The customer had no symptoms of hypoglycemia or hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. The returned meter was tested with the in-house contour next test strips from lot # 9epec51d, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.